Event description:
The hospital reported that after the endoscope was sterilized. The distal lens was observed to be shattered and cracked. No patient involvement was reported.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information and patient status from the hospital, field contact or distributor. Scholly assessment received on june 20, 2006 indicates that the objective is broken due to strong shock/mishandling. This shows the mechanical deformation at distal end. This is a result from mishandling of the scope.